Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Countermeasures were provided in the design of the switch of this device. However, this device was manufactured before the implementation of these. It is likely that the power supply switch was damaged due to the amount of operating force applied to the power supply switch and the number of times exceeding the expected value.

Manufacturer narrative:
The device has been received by olympus for evaluation. The user reported issue is confirmed. Additionally the software was an older version. The main switch was replaced and the software was updated to s/w to ver. 4.10.

Event description:
The user facility reported that the power button is broken and that it appears to be too deep and not popped out. The reporter stated this was discovered during preparation for use so there is no patient involvement. No additional information was provided.